Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 14jan2019. (B)(4). Philips field service engineer (fse) confirmed air leakage and reset the air cable to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports air leakage. No patient/user harm reported. Event date not specified; estimate used.